Event description:
Additional information: a culture was believed / suspected to have been acquired most likely from the site of infection, but the lab test was unconfirmed by the reporter as having been performed and results (if any) were unknown to the reporter. To the reporter¿s knowledge the patient¿s symptoms had been treated and their pump was not explanted. Further patient information regarding patient outcome was unknown.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
The patient experienced altered mental status, drainage and an incisional wound opening along the device pocket and catheter track. Pustules along the pocket and following the catheter were reported. The patient was admitted to the hospital on (B)(6) 2013 and see by a physician who noticed that the patient had pustules on the pocket directly over the newly implanted pump. On (B)(6) 2013, a nurse confirmed the pustules, described it as ¿mainly pustules and some reddening around the pump.¿ some pustules were noted on the belly, but the majority was around the pocket. A small opening had developed with a little bit of draining just over the pump. The pustules began to follow where the tunneling of the catheter would have been, ¿one day later.¿ within 30 minutes of being seen by the nurse, the patient was confused, ¿not temp ,¿ and was being given antibiotics. The patient heart rate was increased and his respiratory rated had increased. The follow-up and the pump managing doctors were curious if ¿this was a meningitis situation.¿ there was no alleged product issue and the doctors were treating the symptoms of the patient. The patient was ill and had a status of ¿alive with injury¿ as of the date of this report. Patient was being treated with 100 mcg/day of lioresal intrathecal (500 mcg/ml) via the pump.